Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "developed sudden swelling of the right breast" and "right side device rupture was diagnosed via ultrasound and MRI". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ edema: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported that patient "developed sudden swelling of the right breast" and right side device rupture was diagnosed via ultrasound and MRI. Later healthcare professional reported "free silicone was found within the capsule along with a tense bloody seroma...excluding bia-alcl." Seroma was negative for bia-alcl per cytology. The device has been explanted.

Event description:
Healthcare professional later reported ¿few giant cells¿ and ¿foamy macrophages, lymphocytes, and implant material and reaction to implant material.¿

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Edema: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Granuloma: unable to observe. Local reaction: unable to observe. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, h6, h11. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.